Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned itself off while infusing during therapy (dose and programmed amount unknown) and when turned back on, the dose rate had changed from 2ml to 1ml. The device was running norepinephrine and that the patient did not receive the dosage expected. The reporter stated there was an unspecified effect on the patient. The reporter added that they could not verify these claims based on the history log and that they did see where the device was at 1 ml, was turned off or turned itself off and when turned back on was still at 1 ml. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification in relation to the customer reported 'when turned back on the dose rate had changed itself' and could not be reproduced during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The customer reported 'device turned itself off while infusing' could not reproduced during evaluation or confirmed in the log. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.